Manufacturer narrative:
Evaluation summary: the evercross catheter was returned for evaluation. The evercross was inspected and the catheter was found to be fractured into two separate segments. The distal segment included the tip of the catheter with the distal and proximal marker bands attached. The balloon showed a radial tear and was pushed backwards, past the distal tip. The length of the distal segment of the catheter was approximately 7 cm. The balloon material was approximately 3 cm in length. The fracture face was ductile in nature. The working length of the proximal segment was 75 cm. At the distal end approximately 0.5 cm of the balloon was attached showing a radial tear. The catheter was inspected under microscope and identified buckling of the catheter through the distal segment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the right proximal, mid and distal superficial femoral artery using an evercross balloon. Lesion type was calcified with severe calcification and 100% stenosis (cto). Artery diameter was 6 mm and lesion length was 320 mm. It is reported that balloon ruptured at the target lesion at an unknown pressure. A 5f sheath, a 180 cm guidewire and an inflation device were used. Inflation fluid used was 50/50 heparin saline/contrast. No issues were noted prior to use. It is reported that physician experienced difficulties when attempting to remove the device through the sheath and the device snapped. A snare and 6f sheath was used to remove the detached component. Patient's foot became ischaemic at the sfa. Area was stented and another 6 mm balloon was used to expand the stents. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.